Event description:
The infusion pump was explanted and returned to the manufacturer for analysis and for "disposal only" after an implanted duration of approximately 40 months. The explanted pump was programmed to infuse a mixture of intrathecal morphine/bupivicaine 30mg/ml, the daily dose was not reported. The patient was implanted with a new synchromed el infusion pump for chronic pain treatment due to a diagnosis of failed back surgery syndrome.

Manufacturer narrative:
Final device analysis revealed- normal device function-no anomaly found.